Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : no product will be returned.

Event description:
It was reported that the following issue was observed on the device: "came down with a channel error." Additional notes provided by the facility¿s clinical engineering support services include: "the error code that was associated with this channel error was 243.4070, which means that the air-in-line (ail) sensor failed its self-test. I replaced the ail sensor with a new one, and the issue was resolved. I recalibrated the unit, and ran it through all of its pm tests, without any issues." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿